Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a dissection in the thoracic aorta approximately eight years ago. Dissection and vessel morphology at the time of implant and currently were not reported. It was reported that approximately seven years post-implantation, the patient developed a bicuspid aortic valve and tad syndrome (thoracic aortic disease syndrome). The patient had an arch aneurysm repair, modified aortic root remodeling, and a left carotid-subclavian bypass. Three months later another manufacturer's proximal stent graft was implanted, and the distal arch repair was also completed. The follow-up CT scans show no endoleaks. No additional clinical sequelae were reported, and the patient is fine. (Ref MFR 2953200-2011-01753, 2953200-2011-01754).

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: (bicuspid aortic valve and tad syndrome).